Manufacturer narrative:
Code add 2582. Code add 2582

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect causing the customer to experience a blood glucose level (bg) that ranged from 32-262 mg/dl. The customer consumed peanut butter to address the bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the air vents were obstructed. Customer removed obstruction and successfully continued insulin delivery.